Event description:
It was reported the system had a lock up and/or shut down situation. The system failed to produce fluoroscopy x-ray. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.